Event description:
While using versaport during a da vinci case, a piece of the port broke off while the port was inside the patient. The piece that broke off inside of the patient was retrieved by the physician.